Manufacturer narrative:
Per the physician, it was verified that the reported episodes of meningitis and mrsa infection previously reported, did not occur. Additional information confirmed that the patient had a non-device related infection and was treated by their healthcare provider. The previous report was filed inadvertently. This report is submitted december 9, 2019.

Manufacturer narrative:
This report is submitted on may 23, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an (B)(6) infection post implantation surgery, followed by two episodes of meningitis. Additional information has been requested in regards to the meningitis episodes but has not been made available as of the date of this report. Should information be received a supplementary report shall be filed.